Manufacturer narrative:
No product was received for evaluation. Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.

Event description:
A report was received on 11 aug 2025 from the nurse at a critical care facility who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2024 and fluid splashed into her eyes. Treatment involved rinsing her eyes with saline solution and eye irrigation at the occupational medicine department at the hospital. Following the event, the nurse has continued to experience symptoms related to epithelial damage of her conjunctiva and cornea.